Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing pain at ipg site. It was also reported, the patient has not used his system in years. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The returned product was not analyzed for the complaint of soreness/pain at the ipg site. The reported allegation cannot be analyzed as this is considered to be related to the patient¿s anatomy. Per the event details, the patient has not used the therapy system in years, and the reported discomfort is not related to use or recharging the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted. It was also noted the patient's ipg was inoperable. The patient's issues are reportedly resolved.